Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, the filter membrane allowed blood to leak past the hydrophobic filter within the weld portion. The product was not changed out. There was no delay to the surgery. The surgery was completed successfully. There was no pt harm.

Manufacturer narrative:
Terumo received the actual device, and upon eval, the complaint was confirmed. A visual inspection confirmed that there was blood in the filter. After decontamination, the circuit was set-up and performance tested. It was determined that the leak was caused by damage at the luer port, which prevented the cap from sealing properly. A review of the complaint files did not confirm that there have been previous reports for this lot. The device history record did not indicate any product related problems. All available info has been placed on file in quality mgmt for appropriate tracking, trending and follow up. (B)(4).